Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that arrow up and down button was unresponsive during bolus. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the button was not unresponsive during an easy bolus attempt. Customer stated that when customer press arrow down button during bolus the number do not change. Customer stated an alarm was in progress at the time the button was unresponsive and give sometime stuck button alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.